Manufacturer narrative:
(B) (4). Customers meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter's memory. This is a final report.

Event description:
It was further reported that the in stent lesion was 80% stenosed and the vessel was not calcified and mildly tortuous.

Event description:
Customer reported receiving erratic readings on his freestyle lite blood glucose meter. Customer reported receiving readings of 400 mg/dl and 110 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed.